Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned guidewire was inspected and a section with jumped coils were found; it was located approximately at 64 cm from the proximal end. The coating of the damaged section was peeled. No more damages were found in the returned device. The overall length, the overall diameter of distal tip, the middle of the device and the proximal section was measured within specification.

Event description:
Reportable based on device analysis completed on 24-jan-2020. It was reported that guidewire resistance occurred. The target lesion was located in the right subclavian vein. A 035/180/3mm amplatz super stiff guidewire was selected for use. After flushing the wire inside it's sheath the wire was difficult to withdraw. A 14x6cm xxl balloon catheter was advanced but the wire got stuck inside it, and so it was removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed coating peeled/sheared.